Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure for carotid artery stenosis using the protege rx stent in the common carotid artery, a calcified target lesion with moderate calcification and little tortuosity was treated. Stent deformation was observed in vivo during positioning and/or deployment. The stent was removed, and another stent of the same model was implanted to complete the procedure. No patient symptoms or complications were reported, and the patient outcome was alive with no injury. No medtronic person was present at the event. No packaging damage was noted, no issues were noted when removing the device from the hoop/tray, and the device was prepped per the instructions for use with no issues identified. No resistance was encountered when advancing the device, and noexcessive force was used. No patient complications have been reported as a result of this event.